Event description:
It was reported that there was low atrial impedance. It was also reported that there was a battery voltage of 1.5 v with battery impedance of 100 ohms, with longevity predicted at over twenty years. The patient was last seen about six months earlier when the battery voltage was 2.74 v and battery impedance was 1696 ohms. The atrial lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was low atrial impedance. It was also reported that there was a battery voltage of 1.5 v with battery impedance of 100 ohms, with longevity predicted at over twenty years. The patient was last seen about six months earlier when the battery voltage was 2.74 v and battery impedance was 1696 ohms. The atrial lead remains in use, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary analysis found anomalous rtt (real time telemetry) measurements of lead impedance and battery voltage. Upon further analysis, the rtt measurements with pacing loads functioned nominally when powered with an external supply. However, when the battery of the returned device was connected to a known functional hybrid, the anomalous rtt measurements were confirmed. The ipg was very near eri (elective replacement indicator) when it was explanted. The battery depletion rate was considered normal under its use conditions and met longevity projections. The end-of-life nature of this battery (specifically, high battery impedance) caused the reported measurement issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.